Event description:
As stated by an arjohuntleigh service technician: "with the chair at a higher position, the resident was lifted over the p220 (primo-keyhole) tub. The resident then shifted her weight forward. No safety belt was not used. The lift rotated forward into the tub."

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo hospital equipment (B)(4). (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation.